Event description:
Approximately 7.5 years ago, the patient had a s7 over the wire (otw) coronary stent implanted. The s7 was used to treat instent restenosis of a previously placed non-medtronic brand stent. Post implantation of the s7 stent, it was confirmed that the stent was 70% occluded. Bypass surgery was performed to treat the lesion. The patient is fine and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined limited information available), inherent risk of procedure (occlusion), (device not available for evaluation).